Manufacturer narrative:
This report was sent in error as the procedure was completed despite the intermittent air supply and in this scenario the event would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional customer info

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the insufflation unit had occasional interruptions in the air supply. The malfunction occurred during a therapeutic laparoscopic procedure. There was no reports of patient harm and the procedure was completed with the same device.